Event description:
The following was reported to hamilton medical ag: ventilation mode disable. Need license key. Summary: options disappeared / options not found.

Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.